Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The imaging system then passed the system checkout and was found to be fully functional. .

Event description:
A site radiologic technologist (rt) reported that, while starting up the imaging system, the system displayed "initializing, please wait" and the generator would not complete start up. Restarting the imaging system resolved the reported issue. No additional information was provided. The reported issue occurred during a spinal fusion, there was no impact on patient outcome.

Manufacturer narrative:
Additional information: there was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A review of the software logs showed multiple [message dispatcher] send message request when no connected clients.this is a sign of a software anomaly of the imaging system hangup occurred during startup process. Also seen in logs, was image acquisition system (ias) warning that customer configuration may have been lost, and default config.xml file may be in use. This could mean that airkermarate is set to default and the config file should be checked. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.